Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Serial number not provided at time of report.

Event description:
The customer reported a speaker malfunction and audio failure. The customer reported that the device was in use on a patient at the time of the complaint/event. There was no adverse event to a patient or user.